Event description:
It was reported that the patient was experiencing pain and insisted on having the implant removed. Surgeon performed the second surgery to remove the implant and noted there appeared to be no issues with the implant.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the patient was experiencing pain and insisted on having the implant removed. Surgeon performed the second surgery to remove the implant and noted there appeared to be no issues with the implant.

Manufacturer narrative:
Corrected data: it has been confirmed by a medical expert that the stryker device did not cause and/or contribute to the event as described; therefore, the MDR record that was filed, is not valid. Please see communication attached in the communication log.